Event description:
It was reported that a pt had an uneventful novasure (ns) endometrial ablation on (B)(6) 2012. Just prior to the ablation, the physician did a pre-hysteroscopy and noted "2 small submucous fibroids but nothing to prevent the ns from taking place." Additionally, it was found the uterus was anteverted. At the end of the ablation, the "pt fainted" so the physician could not do a post-ablation hysteroscopy. The pt was discharged home. On (B)(4) 2012, the pt returned and reported she had been having pain since the procedure. She was admitted to the hospital with a "distended uterus and severe abdominal pain" and was diagnosed with sepsis. A laparotomy was done on (B)(6) 2012 and the physician saw a perforating, "3 x 4cm on the posterior uterine wall," and a "huge abscess" at the site of the perforation. Treatment included a "subtotal hysterectomy", drainage of the abscess, and the IV (intravenous) antibiotics "cefuroxime plus metronidazole, meropenem and teicoplanin" (doses unk). Blood cultures have been negative. The pt was admitted to the intensive care unit (ICU) and later discharged home in stable condition.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. The device is not being returned therefore, a failure analysis of the complainant device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).